Event description:
The customer reported an issue with high blood glucose levels, but the specific value was unknown as the display showed "high." To address the issue, the customer administered a correction bolus using the pump and engaged the control iq feature. Technical support assisted with troubleshooting by ensuring the insulin cartridge was properly filled and free of air bubbles, which could affect insulin delivery. The issue was attributed to user error during the loading process, and the customer understood the guidance provided and resumed insulin administration.